Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose level was 140 mg/dl, which is within the normal range. Customer reverted to an alternate method of insulin therapy.